Event description:
This report was received from a partner organization on july 24, 2014. On (B)(6) 2014, a patient (patient information not reported) underwent tace with dcbead. On (B)(6) 2014, none day post tace, the patient presented with symptoms related to acute renal failure that included shock. The patient was hospitalized. On (B)(6) 2014, the patient's renal function recovered. The investigation stated that the acute renal failure was possibly related to the tace with dcbead procedure.

Manufacturer narrative:
Dc bead with epirubicin was reported to have been used in the treatment of this patient. Dc bead is not indicated for use with epirubicin. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: patient developed acute failure soon after tace with dc beads, then recovered. Information is not adequate to make a full medical assessment at this time, and further information is being sought. Since the event was serious and associated with a hospitalization, patient did suffer significant harm, and at this point, it cannot be excluded that product malfunction or error in use was related. Therefore, this event is medically reportable.